Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Date of event was estimated.

Event description:
It was reported that the patients system did not provide effective therapy. Surgical intervention was undertaken on (B)(6) 2023, where the system was explanted.